Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unk), the device failed to allow discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.